Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the pump intermittently stopped charging when plugged into a power source, which made charging take longer than expected. The customer's blood glucose (bg) was 180 mg/dl. A replacement usb cable was sent to the customer. No additional information was provided.

Manufacturer narrative:
Customer follow up on 1/30/2019: reportedly, the charging issue persisted with multiple usb cables. The customer continued to use the pump for insulin therapy, and provided a blood glucose (bg) level of 257 mg/dl. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.